Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated for the peritonitis with stat gentamicin, ip-intraperitoneally (20 milligram, once daily for 21 days). At the time of this report, the peritonitis was resolved and the pt was recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.